Manufacturer narrative:
System logs were provided to the manufacturer, (B)(4), who reports the following: from the analysis of device logs, the device successfully completed the nibp test before the issue occurred. The logs indicate that the measurement function, sensor, bump valve, and the control circuit of the nibp functioned as designed. The customer reported that when the cuff was opened, they "heard a pop from the pressure build up". This indicates that the reason for the high pressure in the cuff was the result of the cuff jamming. The customer indicates the cuff subject to this report is manufactured by medline - medline disposable adult blood pressure cuff mds9913h - the passport 17m is not recommended for use with the medline cuff. There is no device malfunction. (B)(4).(exemption #e2015032).

Manufacturer narrative:
(B)(4). (Exemption #e2015032).

Event description:
It was reported that an nibp reading was being taken on a patient with a passport 17m monitor, and 4 hours later when the clinician checked on the patient, the cuff was inflated and the patients arm was discolored.